Manufacturer narrative:
Nov 2018 bimonthly asr report exemption e2013025 the total number of events for product classification code pah is 1. Qty 1- ajust adjustable single incision sling (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
November 2018- bimonthly asr report.